Event description:
Event description boston scientific crm received information that this cardiac resynchronization therapy defibrillator (crt-d) exhibited ventricular oversensing of atrial flutter resulting in pacing inhibition. The physician commented that he would like to see all pacemaker features available in all defibrillator devices.